Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr mitraclip was implanted. It was then noted that the septum was torn and there was no support for the steerable guide catheter (sgc). The second clip delivery system (cds) was advanced to the mitral valve; however, difficulty was met during deployment due to the low transseptal puncture. Troubleshooting was performed for 20 minutes and the clip was able to be deployed. The torn septum was treated with a percutaneous device. Two clips were implanted, reducing the mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported difficult to deploy the clip appears to be related to patient morphology/pathology due to the difficult transseptal puncture. There is no indication of a product quality issue with respect to manufacture, design or labeling.